Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the unintended movement of the device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 80501u115) was advanced to the mitral valve. During grasping, when the clip was unlocked and the lock lever pulled back, the whole system would move medial. Troubleshooting was performed; however, the same issue occurred. The cds was removed and replaced. One clip was implanted with no issue. Another cds (80501u113) was advanced and during attempts to deploy, the clip would not release from the cds. Troubleshooting was performed and the clip was eventually able to be deployed. Two clips were implanted, reducing the mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficulty positioning the device was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty positioning the device appears to be a normal function of lock lever retraction, as tension is being placed on the device when the lock lever is being pulled. There is no indication of a product quality issue with respect to manufacture, design or labeling.